Event description:
It was reported that the patient presented to the clinic expressing concerns about numerous power cable disconnect alarms while hooked up to the mobile power unit (mpu). After further inspection, a tear in the mpu cable was noted that appeared to have a burn-like appearance. The patient was not aware of a burn to the cable and stated that the heater at their house could have caused it. The patient was issued another mpu. Log file review confirmed power cable disconnect, low power hazard, and no external power alarms. The alarms resolved with mpu exchange and the damaged unit was discarded.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported power cable disconnect, low voltage, and no external power alarms were confirmed via log file analysis. The reported damage to the mpu power cable was not confirmed. The heartmate mobile power unit (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review spanning approximately 1 day ((B)(6) 2022 per timestamp). Throughout the log file there are multiple lower than expected bus and rsoc voltages while connected to the expected values of 14v and 12v respectively for the mpu for both power cables. These low voltages decreased to as low as 12.067 and 11.27v while compared to the expected 14v and 12v values. On (B)(6) 2022 at 09:51:33 - 9:51:34, (B)(6) 2022 at 9:18:43 - 9:18:46, and (B)(6) 2022 at 11:47:35 - 11:47:36 there were atypical voltage decreases causing power cable disconnect and low voltage alarms. These events cleared on their own and the mpu voltage returned to stable values. On (B)(6) 2022 at 11:52:40 - 11:52:45, 11:55:09 - 11:55:30 there were losses of ac power causing no external power alarms while connected to the mpu. The backup battery provided power to these events and the alarms cleared when ac power was restored. There were no other notable events in the log file. Pump operation was not affected. It was communicated in the reported event that there was damage to the cable of the mobile power unit. Although not confirmed, the reported damage to the mpu cable may have contributed to the reported alarms. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect, low voltage, and no external power alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.